Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and feeding disorder ("couldn't barely eat") and was found to have weight decreased ("weight decreased (lost 40lbs)"). The patient was treated with surgery (partial hysterectomy (retained left tube)). Essure was removed. At the time of the report, the pelvic pain had not resolved and the weight decreased and feeding disorder outcome was unknown. The reporter considered feeding disorder, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and feeding disorder ("couldn't barely eat") and was found to have weight decreased ("weight decreased (lost 40lbs)"). The patient was treated with surgery (partial hysterectomy (retained left tube)). Essure was removed. At the time of the report, the pelvic pain had not resolved and the weight decreased and feeding disorder outcome was unknown. The reporter considered feeding disorder, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.